Event description:
Related manufacturer reference number: 2017865-2022-08745. It was reported a patient's implantable cardioverter defibrillator and right ventricular lead presented with far p-wave oversensing that led to inappropriate shock. R-wave amplitude variation and low pacing impedance were also noted. Programming changes were made to restore normal parameters. There were no patient consequences.